Event description:
The customer reported a failure to acquire 12 lead ECG. The device was sent to the philips bench for eval.

Manufacturer narrative:
(B)(4): the customer reported a failure to acquire 12 lead ECG. The device was sent to the philips bench for eval. The reported symptom could be reproduced. The issue was isolated to a worn ECG connector. There was no negative pt impact. The ECG connector was replaced to resolve the issue. The device passed all testing and was returned to the customer site.